Manufacturer narrative:
H.6. Investigation summary - there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the septum after the needle was removed from the patient. The following information was provided by the initial reporter: getting multiple reports of blood coming out of the needle port in nexiva catheters once the needle is removed.